Event description:
Anaesthetist proceeded to perform a spinal anaesthetic on patient. As he inserted the spinal needle and stylet through the introducer into subcutaneous tissue, he felt what he would describe as "normal resistance". Then felt a "click" and proceeded to withdraw needle. Both stylet, needle and introducer removed, but distal 3.5 cm of needle remained insitu. Needle had fractured cleanly approximately mid-shaft. Patient informed and general anaesthetic administered - achilles tendon repair (booked operation) and exploration of wound to remove spinal needle performed.